Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "rupture" of a saline device. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve bond edge side assessed as unidentified (tear) opening. Crease/folding of implant: crease fold observed on the device. Additional observations: wear abrasion is observed. Brown biological tissue in shell is observed. Air voids (vv) within the valve to shell bond area, which is characterized as a workmanship, however, this workmanship is not relationship with the complaint. No further actions are required as the device was implanted.

Event description:
Healthcare professional additionally reported "creasing."

Event description:
Healthcare professional reported left side "rupture" of a saline device. Healthcare professional additionally reported "creasing." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.